Event description:
Difficulty threading peripherally inserted central venous catheter. Pulled back slightly and was going to flush when she saw normal saline leaking from pinholes in tubing. The pinholes seemed to be located in one area. They also had difficulty removing the guidewire.